Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Boston scientific received information that this pacemaker had an accelerated battery depletion as the battery had four years remaining several months ago. During the recent check, the device showed ten (10) months remaining longevity. The patient has not been in atrial fibrillation (af), the device showed normal output and the patient was not dependent. Boston scientific technical services (ts) suggested to have data saved for analysis. There was no further information provided. The device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. Boston scientific received information that this pacemaker had an accelerated battery depletion as the battery had four years remaining several months ago. During the recent check, the device showed ten (10) months remaining longevity. The patient has not been in atrial fibrillation (af), the device showed normal output and the patient was not dependent. Boston scientific technical services (ts) suggested to have data saved for analysis. There was no further information provided. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor/two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an accelerated battery depletion as the battery had four years remaining several months ago. During the recent check, the device showed ten (10) months remaining longevity. The patient has not been in atrial fibrillation (af), the device showed normal output and the patient was not dependent. Boston scientific technical services (ts) suggested to have data saved for analysis. There was no further information provided. The device remains in service. No adverse patient effects reported.